Event description:
Reportedly in situ testing could not be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly in situ testing could not be performed. Despite requested no further information was received.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements were indicative of a device malfunction. However, despite requested no further information has been received. A root cause for the reported issue cannot be determined.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
Reportedly, in situ testing could not be performed. The user was re-implanted on (B)(6) 2022.